Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that when pushing IV protonix through the filter and the filter itself cracked in half and sprayed the patient and nurse with medication.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported that the filter was cracked. One photo was taken by the customer. The photo does not confirm the failure. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.